Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms when connected to a mobile power unit (mpu) was not able to be confirmed. The provided log file contained events recorded from on (B)(6) 2020 where routine power cable disconnect and low voltage advisory alarms were recorded. The low voltage advisory alarms occurred while on 14v batteries and were associated with a depleted battery. The returned mpu serial number: (B)(6) was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the mpu passed all steps. The mpu was operating for extended period of time while connected to a test system controller and a mock circulatory loop with no adverse events or alarms noted. The evaluation of the returned mpu revealed a cosmetic imperfection which appeared to be related to normal wear and tear; however, the mpu functionality was not affected and the device passed all test steps during analysis. The mpu was out of warranty and it was returned to the customer without patient cable being replaced. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The mobile power unit, serial number: (B)(6), was shipped to the customer on (B)(6) 2018. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Transferring from the mpu to another power source (battery operation) during a power failure is documented in the heartmate ii lvas patient handbook. Switching power sources is documented in the heartmate ii lvas patient handbook. Specific warnings and cautions regarding the mpu's set up and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous event reported under manufacturer report number 2916596-2020-01542. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted "alarms" when connected to the mobile power unit (mpu). This was a repeated occurrence as a similar event happened earlier in the year and the patient had a controller exchange. The patient reported damage to the black and white cable leads. The patient was unable to describe the alarm and said the cables were too "flimsy" and have wear and tear and need to be replaced. Technical services reviewed the log file that captured only routine power cable disconnects while on the mpu.